Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a patient underwent a pulmonary vein isolation procedure for atrial fibrillation with a thermocool smarttouch bi-directional navigation catheter and suffered a cardiac tamponade requiring pericardiocentesis. During the procedure, a cardiac tamponade was confirmed via echocardiogram. Pericardiocentesis yielded approximately 900 cc of fluid. The case was reportedly complicated. The transseptal puncture required 5-6 attempts. Left pulmonary vein isolation was completed and right pulmonary vein ablation was initiated. At this point, cardiac tamponade occurred and procedure was aborted. Upon removal of the catheter, char/coagulum was identified on the catheter tip. The patient did receive anticoagulation during the procedure maintained at an unknown range. The patient was reported to be in stable condition at the time the complaint was reported. The physician did not provide a causality opinion. Generator settings: power 30 watts (max 31), temperature cut-off 47 degrees c (max 41), impedance cut-off 250 ohms (max 235). Irrigation flow setting of 17 and 30 ml/min. Total number of ablations 40. Total ablation time 00:44:04. There were no errors observed on any biosense webster equipment during the procedure. There was no steam pops reported. Sheath used was an agilis. Follow-up investigation has been made to obtain clarification to this complaint. However, no further information has been made available thus far.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 01/21/2016. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4)

Manufacturer narrative:
(B)(4). It was reported that a patient underwent a pulmonary vein isolation procedure for atrial fibrillation with a thermocool® smarttouch® bi-directional navigation catheter and suffered a cardiac tamponade requiring pericardiocentesis. In addition, char was discovered on the catheter tip upon removal. Upon receipt, the catheter was visually inspected and reddish brown material was observed at the tip. However during a second visual inspection during the analysis the reddish brown material was not on the catheter it might have been lost during the decontamination process. The catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. Furthermore, an irrigation test was performed and the catheter passed, no occlusion was observed. A deflection test was performed and the catheter passed. The catheter was also evaluated for carto 3. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. The force feature was evaluated and passed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The customer complaint regarding char has been verified. The root cause of the tamponade and char remains unknown. The instructions for use states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.